Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during surgery, a versajet exact assy, 45 degree x 14mm did not have normal flow (direction) of water beam. Surgery was finished, after a delay of 30 minutes or less, with a sn back-up device. No harm to the patient or further complications reported.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Saline spraying may be due to misalignment in the handpiece or due to interruption of the stream by hard tissues. Event may require use of a backup device to continue therapy. This event did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur. This event is considered not reportable pursuant to 21 cfr §803.